Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11 the device was not returned to olympus for inspection but evaluated by technical assistance center (tac) and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be established. The customer contacted olympus technical assistance support (tac) via phone. Customer concern was reviewed. Customer was advised to contact the local clinical application specialist (cas) for on-site functional verification of the ultrasound feature prior to resubmitting the device for service. Cas contact information was provided. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited the ultrasound was not working. The issue was identified during a pre-use inspection prior to a procedure. There were no reports of patient involvement.